Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a ventral incisional hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient underwent mesh removal surgeries on (B)(6) 2017 and on (B)(6) 2018 due to hernia recurrence, abdominal pain, digestive problems, scarring and adhesions. No additional information was provided.